Manufacturer narrative:
(B)(4). (B)(6). Manufacturing date -- 11/16/2015 ¿ 11/18/2015. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted white drug precipitate in the reservoir. A flow rate test was performed and the device was not within the acceptable product flow rate range. Microscopic inspection revealed that drug precipitate was blocking the fluid path within the glass capillary of the flow restrictor. The reported condition was verified. However, because the cause of the flow problem was directly due to the drug precipitate, the device was determined to be a conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused during infusion. The device was filled with flucloxacillin. After the expected infusion time of 24 hours, 100 ml still remained in the reservoir. There was no report of patient injury or medical intervention associated with this event. No additional information is available.